Manufacturer narrative:
(B)(4): eval, results: 90% stenosis. Pre-dilation not performed, as recommended in IFU. Stent damage, failure to deliver the stent. Eval, conclusions: 90% stenosis. Device eval: the device was returned to the manufacturing facility for eval. The stent was positioned on the balloon as per specification. The 1st distal stent segment was flared. The distal tip was slightly frayed. A number of stent struts on the proximal and mid segments were partially raised and deformed.

Event description:
The physician was attempting to implant a 2.75 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a re-stenosis in the rca. The target lesion had some calcification and 90% stenosis. Pre-dilation of the lesion was not performed prior to attempted stent delivery. The endeavor sprint stent could not pass through the previously deployed stent. The endeavor sprint device was removed and stent strut damage was noted. The device had been inspected prior to use with no abnormalities noted. The physician then used a 2.75mm x 18mm non-compliant balloon and another endeavor sprint stent of the same size to treat the target lesion. Pt status post procedure was reported to be stable and no clinical sequelae were reported.